Event description:
It was reported via journal article that death occurred. Left atrial appendage occlusion (laao) procedures were performed in 38,105 patients between 2016 to 2019 with 16,795 patients being female (76 plus or minus 7.6 years in age) and 21,310 patients being male (75 plus or minus 8 years in age). Periprocedural and cardiac complications were identified throughout the study population. Periprocedural bleeding and vascular complications including the requirement of blood transfusions were seen. Bleeding was seen in 1,175 patients and vascular complications were seen in 205 patients. Venous thromboembolism was seen in 45 patients. Other cardiac complications such as pericarditis (75 patients), pericardial effusion (1,205 patients), hemorrhage (90 patients), cardiac tamponade (280 patients), perforation (100 patients), shock (50 patients), cardiac arrest (330 patients), and intervention following pericardial effusion (440 patients). Death was seen in 50 patients following the laac procedure. The study found that females in the population were more likely to develop cardiac, renal, bleeding, pulmonary, and transesophageal echocardiography (tee)-related complications following the laao procedure. Females in the study also showed higher mortality rates, longer lengths of stay and discharge to facilities.

Manufacturer narrative:
B2: date of death - estimated as 2016 as the earliest date in the collected study was in the year 2016. B3: date of event - estimated as 2016 as the earliest date in the collected study was in the year 2016. Literature citation: alhuarrat, mad., pargaonkar, s., rahgozar, k., safiriyu, I., zhang, x., faillace, rt., & di biase, l. (2023) comparison of in-hospital outcomes and complications of left atrial appendage closure with the watchman device between males and females. European society of cardiology europace 25, 1-4. Https://doi.org/10.1093/europace/euad228.